Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that during a procedure, the right ventricular (rv) lead exhibited high pacing impedance. It was noted that there had been a persistent gradual increase in pacing impedance since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.